Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. This report is for an unk - nail head elements: helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient was scheduled for the revision surgery for condylar fracture on (B)(6) 2020. The patient underwent the open reduction internal fixation surgery for humeral shaft fracture on (B)(6) 2020. The surgery was completed successfully without any surgical delay. A half year after the surgery, the bone union was not confirmed, and the third bone fragment was dislocated. On an unknown date, the patient fell and fractured the condylar bone. Further notified that during the revision surgery, there are 4 screws and 2 plates were implanted but it was unknown how many screws are explanted. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# 2). Unknown plate (part# unknown, lot# unknown, quantity# 2). This complaint involves four (4) devices. This report is for (1)unk - nail head elements: helical blade. This report is 3 of 4 for (B)(4).